Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic abdominal hernia repair with mesh, the device cannot fire after 6 times. Also, tacks loose easily. Another tacker with same lot no. Has been used and the surgical procedure has been completed. No patient injury.